Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge after removing the o-ring from the pneumatic tap.